Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. The following is included in the device IFU: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope had ¿germs in the auxiliary rising channel¿. Additional information was received indicating that, the customer noted, there was no contamination on the unit, however residue was found in the channel. The customer requested that olympus check whether the channels can still be cleaned or whether there is a defect in the channels that caused the residue. The customer also noted, the device was properly reprocessed. Result of culture test conducted in (B)(6) 2023, indicated no detection of microbiological contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, white material was found attached on the air/water (aw)-cylinder and suction (s)-cylinder, due to deformation of section cover (s-cover), water tightness was lost, aw-cylinder had discoloration, the s-cylinder had discoloration, due to a chip on plastic distal end cover (c-cover), insulation resistance value at distal end did not meet the standard value due to damage on charged coupled device (ccd) unit, the image had white dots, the objective lens had a crack, the light guide (lg) lens had a crack, the adhesive on the bending section cover (a-rubber) had visible thread, due to wear of angle wire, bending angle in down direction did not meet the standard value and the universal cord was deformed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.